Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colorectal surgery, while cutting the colon, the eight reloads' staple lines were proximally and centrally incomplete. In addition, the safety trigger of the circular stapler did not fall during anastomosis; it was then forcibly removed and fired, but it partially fired and the staples did not hold the tissue. The procedure was then converted into an open surgery and hand anastomosis was done to resolve the issue.